Event description:
There was a mechanical failure of heart lung machine arterial pump in the middle of the surgical case. The team responded, there was another machine on standby, they switched over to the other machine. No harm to patient.